Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "light is dim, poor image" was confirmed, and further defects were detected (led is dimly lit, blade damaged, plug worn). The device met the test specifications at the time of delivery. Based on the defects found during the technical review, it is therefore concluded that the most likely cause of the error described is normal wear and tear by the user. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light is dim, poor image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on february 6,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).